Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified. Number of times repaired-1, elsg order number- (B)(4). We were unable to verify the defect described by the customer. We identified a different defect and repaired it using the measures listed in the "proof of repair". The following activities were performed unit is not calibrated correctly, functional test acc. To test procedure completed, by built-in-test (bite) indicated fault codes analysed, unit cleaned, unit calibrated newly, 1hr.- output power test completed, functional test performed, and electrical safety test acc. To iec 60601-1 completed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review part number: 225024; supplier lot number: 1320055; release to warehouse date: 1/16/13; manufacturing date: 1/16/13; expiration date: n/a; supplier: (B)(4); manufacturing site: (B)(4); no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a vapr vue generator was sometimes turning off. This was identified pre-operatively. There was no surgical delay reported.